Manufacturer narrative:
B5: the lens wa explanted on (B)(6) 2020 and exchanged for a shorter lens. The lens exchange resolved the problem. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue on the lens. Visual inspection found the lens haptic bent with residue on the lens. Corrected data: b5 - it was also reported the patient experienced partial ac shallowing. Cause of the event was reported as "lens sizing issue". H6 - health effect clinical code: 4581: partial ac shallowing should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+1.0/064 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens had excessive vaulting, with elevated intraocular pressure, significant reduction of irido-corneal angles and pigment dispersion. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.